Manufacturer narrative:
The investigation into the reported purge system blocked was completed. The pump and purge cassette were returned for evaluation. Analysis of data logs confirmed the reported event. The pump was visually inspected, and blood was observed in the sidearm. Biomaterial was also observed in the motor. The root cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced purge flows <0.5 ml/h, and pressures up to 1590mmhg. Tissue plasminogen activator (tpa) was administered for approximately 6 hours without success. The pump was subsequently replaced. There were no reports of harm to the patient.